Event description:
At out facility, we use the vial-mate adaptor for mixing of some of our antibiotic solutions. During the past week, there have been several instances of coring of the ceftriaxone vials. The vial mates currently being used carry the lot number gr15d08016 from baxter healthcare. The cefriaxone vials are both the 1 and 2 gram vials. The ceftriaxone vials are manufactured by wockhardt limited with the lot number of the 1 gram vials being cq10055 and the 2 gram vials being cq10049. I am not sure if the vial-mates are dull and causing the issue or the ceftriaxone vials stoppers are softer/harder than they should be and do not meet standards and core easily. Dates of use: (B)(6) 2015.